Event description:
A hospital in (B)(6) reported that five mr290 autofeed humidification chambers were leaking water during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: all five complaint chambers were received and visually inspected. Two chambers were from lot 110408, two from lot 110525 and one was from lot 110504. Results: the visual inspection revealed that four of the chambers were cracked along the base of the dome, and that the cracks appeared to be stress-related. The fifth chamber was cracked at the side of the dome, between the baffle and a port. This type of crack is caused by impact on the dome and is most likely transport related. A lot check revealed no other complaints for this product for any of the lot numbers provided. Conclusion: we were unable to determine what caused the problem observed by the customer. The hospital has informed us that the chambers were being used for CPAP/sipap therapy but they were unable to confirm what ventilator settings were being used. During the use of a sipap machine the pressures produced in the chamber sometimes are in excess of 80cmh2o, which may affect the integrity of the chamber every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient," to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8 kpa.